Event description:
During product evaluation by a service technician, a flo-gard infusion pump was found to have a cracked door. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation of (B)(4). The cause of the crack on the door is unknown. To correct the condition, the pump head door assembly was replaced. The device was serviced and restored to a good working condition. If any additional information is received, a follow up MDR will be sent.